Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open whipple procedure, while on transection of tissue, the two different loading unit did not fire. Another stapler of the same reload was opened to complete the case. There was no patient injury.